Manufacturer narrative:
(B)(4). The manufacturing investigation is in progress. A supplemental MDR will be submitted at the completion of this activity.

Event description:
A facility biomedical technician called technical support to report that a patient experienced cramping during their hemodialysis (hd) treatment with suspected excessive fluid removal. According to information received from the facility's clinic manager (cm), the patient's ultrafiltration (uf) goal was set to remove 3.7 lbs. However, 7.3 lbs was removed which resulted in excessive uf of 3.6 lbs (1.6kg). The patient experienced cramping. However, no medical intervention was required. The patient condition following the event was noted as being ¿fine.¿ following the event, the 2008t hemodialysis (hd) machine was removed from service for evaluation. A fresenius regional equipment specialist (res) performed an on-site evaluation of the unit. No machine malfunction was observed or identified. Functional testing performed by the res confirmed the system was operating properly. The unit was returned to service at the user facility without a recurrence of the reported issue. The patient continues to undergo routinely scheduled hemodialysis (hd) treatments.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed. No system issues were identified during the on-site evaluation. Functional testing performed by the res confirmed that the unit was operating properly. No malfunction of the 2008t hd machine observed or identified during the on-site evaluation. The 2008t hd machine has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was not able to confirm the failure mode. The res found that the unit functioned as intended and the reported uf removal high issue was not able to be duplicated. Therefore, the complaint has been deemed unconfirmed.